Manufacturer narrative:
On 12/18/2019, mentor became aware that there was a typo in the previously reported statement: reason for device explant and/or reoperation: rupture, patient's dissatisfaction with procedure, asymmetry and ptosis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, patient's dissatisfaction with procedure, asymmetry and ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 590cc and experienced bilateral dissatisfaction with the breasts, breast ptosis, breast asymmetry and a rupture on the right breast implant. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 250cc on (B)(6) 2019. The patient had undergone reduction of the left breast for symmetry. This medwatch is for the right breast implant.

Manufacturer narrative:
On 11/19/19, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/16/19, during evaluation of the sample, it was observed to be ruptured since it was returned in two (2) pieces. Microscopic examination was performed at the edge of the damage and no evidence of instrument damage was observed. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).